Event description:
It was reported that the pen needle 31gx5mm experienced product damaged while still considered operable, and was unable to deliver insulin/medication. The following information was provided by the initial reporter: when the nurse injected insulin glargine injection to the patient at 19:00 on april 6, the disposable injection pen needle was used to load the insulin pen. It was found that the injection button could not be pushed during the injection exhaust, so the needle of the disposable injection pen was removed, and the inner tube of the needle was found to be broken, and a section was inserted into the rubber mold of the insulin pen needle. Treatment: the broken needle tube was removed, the disposable needle of the injection pen was taken out again and put into the insulin glargine injection pen. The needle was used normally.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 31gx5mm experienced product damaged while still considered operable, and was unable to deliver insulin/medication. The following information was provided by the initial reporter: when the nurse injected insulin glargine injection to the patient at 19:00 on april 6, the disposable injection pen needle was used to load the insulin pen. It was found that the injection button could not be pushed during the injection exhaust, so the needle of the disposable injection pen was removed, and the inner tube of the needle was found to be broken, and a section was inserted into the rubber mold of the insulin pen needle. Treatment: the broken needle tube was removed, the disposable needle of the injection pen was taken out again and put into the insulin glargine injection pen. The needle was used normally.